Event description:
It was reported that impedances were >4000 ohms on 0-3 electrodes. The patient was getting good therapy except for one of the quad leads. A surgical revision was planned. The manufacturer's device tracking system indicated, all three leads were explanted and replaced with a new lead, and the extension was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).